Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon and a 5.00mm/2.0cm/90cm peripheral cutting balloon were used respectively. During procedure, dilation was performed using a 4mmm spcb after the guidewire passed through. However, the 4mm spcb ruptured upon third inflation at 8atm due to partial protrusion of calcification. Subsequently, dilation was performed again using a 5mm pcb but it also ruptured. The devices were simply pulled out from the patient's body. The procedure was completed with a different device. There were no complications reported and patient was in good condition.